Event description:
It was reported that patient was diagnosed with infected wound left hip resurfacing following pain and swelling for which he underwent incision, washout and drainage.

Manufacturer narrative:
It was reported that the patient was diagnosed with an infected wound following hip implantation and subsequent dislocation, patient underwent incision, washout and drainage. As of today, additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The patient underwent an incision and drainage of the left hip due to a suspected infection. The reported infection and incision washout and debridement are captured in. Cultures of the left hip aspirate were positive for alpha-hemolytic strep and group b strep. The infection did not appear to go deep to the hip. There were several areas of what looked like fat necrosis and skin undermining. The area was thoroughly debrided and lavaged. The fascia late was re-opened and there was evidence of perforations to a limited degree. The posterior hip repair, however, seemed entirely intact without evidence of compromise. We cannot rule out the patient¿s complex past history of marijuana use, hip dysplasia, and obesity as contributory factors. Additionally, it cannot be concluded that the reported clinical reactions, hip dislocations and the reported pain were related to the implanted smith and nephew devices. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.